Manufacturer narrative:
On may 10, 2023, mentor received additional information indicating that the patient's explantation surgery did not happen. The date has not been rescheduled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a.

Manufacturer narrative:
Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 79-year old caucasian female patient underwent primary breast augmentation with two 300cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via physical examination, with right breast implant deflation. The patient fell prior to the deflation. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
On july 9, 2024, mentor received additional information indicating that the patient has undergone breast implant removal and replacement surgery on june 21, 2024. The patient's implants were replaced with the following: (right) 170cc mentor memorygel breast implant catalog: 3507170mc, lot: 9985623, sn: (B)(6) and (left) 170cc mentor memorygel breast implant catalog: 3507170mc, lot: 9986597, sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On august 7, 2024, the mentor failure analysis lab received the device for evaluation. On august 14, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 300cc breast implant had a parallel line of shell wear on the posterior aspect. In addition, a tear was found within the shell wear measuring approximately 0.6 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.